Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause a communication error. The download data showed that the pod delivered 0 pulses and was received in pod state 15. No communication error was observed during downloading and resetting of the device. The exact cause of the reported communication issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms we are unable to confirm or determine if the device contributed to the reported condition. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod after activating it did not complete the warmup process and connect to the sensor and the controller. Additionally, the patient reported that upon waking up that morning, she could not see out of the right eye. The patient proceeded to call the doctor because "blood was coming out". The doctor advised the patient to visit the hospital for "an injection". The doctor also stated that the visual impairment was caused by stress and high blood glucose.